Event description:
As reported, a 6f 100 cm judkins right (jr) infiniti diagnostic catheter was found cut when the nurse tried to remove it from its packaging. Once prepared and in the cardiologist's hands, while preparing to pass it through the guidewire, the catheter was stretched and approximately 6 cm was cut from the tip. There was no reported patient injury. The planned procedure was cardiac resynchronization device implantation. The product was stored and handled according to the instructions for use (IFU). There was no difficulty removing the device from the sterile packaging, and the device was prepared according to the IFU. The sterile bag was not received open or damaged. It is not possible that the product was intentionally opened before use and, due to unuse, was put back in storage. The condition was checked before use, upon receipt of the product, and after receipt and storage in the laboratory before use. The device was stored in its original packaging. Another infiniti was used to complete the procedure. There was no reported patient injury. An image of the catheter was provided, showing a separation near the distal end of the device. The catheter is secured to a mounting card using retention tabs. Additionally, a small dark spot, appearing to be a non-movable particle, is visible on the surface of the mounting card. The device is expected to be returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The device was returned for evaluation.

Manufacturer narrative:
As reported, a 6f 100 cm judkins right (jr) infiniti diagnostic catheter was found cut when the nurse tried to remove it from its packaging. Once prepared and in the cardiologist's hands, while preparing to pass it through the guidewire, the catheter was stretched and approximately 6 cm was cut from the tip. There was no reported patient injury. The planned procedure was cardiac resynchronization device implantation. The product was stored and handled according to the instructions for use (IFU). There was no difficulty removing the device from the sterile packaging, and the device was prepared according to the IFU. The sterile bag was not received open or damaged. It is not possible that the product was intentionally opened before use and, due to unuse, was put back in storage. The condition was checked before use, upon receipt of the product, and after receipt and storage in the laboratory before use. The device was stored in its original packaging. Another infiniti was used to complete the procedure. There was no reported patient injury. An image of the catheter was provided, showing a separation near the distal end of the device. The catheter is secured to a mounting card using retention tabs. Additionally, a small dark spot, appearing to be a non-movable particle, is visible on the surface of the mounting card. The device is expected to be returned for evaluation. A non-sterile unit of catheter cath f6inf tl jr 3.5 100cm was received coiled inside a transparent plastic bag. Upon unpacking for evaluation, visual inspection revealed the device was separated 9 cm from the distal tip, with no other visible anomalies. Amplified imaging showed elongation on both internal and external catheter surfaces, showing localized plastic deformation typically caused by mechanical stress. Transferred material was seen at the separation site, suggesting frictional interaction or displacement during the failure event. These findings strongly support that the separation was the result of external mechanical handling or applied tensile forces and not related to a manufacturing deficiency. No microstructural anomalies were noted to show intrinsic material flaws. Additionally, a blackish inclusion was embedded in the catheter body; dimensional analysis confirmed it met the required specifications, classifying it as an acceptable manufacturing artifact. Inner and outer diameter measurements near the damaged area were also within specification. Although the inclusion is manufacturing-related, it is compliant with quality control requirements, and the separation itself is attributed to post-manufacture mechanical stress. No corrective or preventive actions will be taken. T the reported issues, ¿brite tip/distal tip ¿ separated¿ and ¿catheter (body/shaft) ¿ foreign material,¿ were confirmed during the product evaluation. The separated sections of the device showed evidence of mechanical stress, although the source of the stress could not be found. The inclusion seen on the catheter body was identified as a manufacturing artifact and found to be within specification. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use if package is open or damaged.¿ based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.